Manufacturer narrative:
On april 28, 2022, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to have a tear on the anterior view, between the union of the shell and patch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 3, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth high profile xtra 535cc breast implant was found to have a tear on the union between shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Additional investigation was performed and according to the manufacturing investigation, sharp tools that can leave cuts are not used during the assembly and packaging processes after gel cure and if a tear were to occur after gel curing, it would be been identified at one of the inspection points before being packaged. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2022, upon secondary review, analysis code "juncture-rent" was removed from photo analysis. Since was added to product analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture (pre-implant) . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 535cc mentor memorygel breast implant breast implant out of box was found to have a small hole in the implant on the back near branding. As a result, a different device was used for the procedure. There were no patient consequences or procedure delays reported.

Manufacturer narrative:
On march 18, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).